Event description:
It was reported that the customer passed away last year. It was stated that the cause of death may have had something to do with diabetes as he was diabetic for 51 years. However the customer also had heart problems, and it just stopped. It was stated that the customer had three heart attacks in his life time, and had congestive heart failure since 2005. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.